Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(4) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and smart device.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.